Event description:
It was reported that pump displayed continuous glucose monitor error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted Technical Support, received guidance to perform pump reset, and completed reset with support, after which pump no longer displayed error message.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.